Event description:
It was found on this date approx. That the arjo total lift rental bed surface control wasn't working properly. Arjo was called, they instructed us to change plugs to get the control panel to reset and retry. It was unclear at that time how long the air control wasn't on. Skin was checked during that time and was deemed okay. After the reset, the air control panel turned on and functioned properly. It was found again per nsm [nursing supervisor/manager], per rn report that the system wasn't working. Per nsm during rounds [date redacted] patient may have experienced skin issues due to the air not working.